Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the right iliac artery. The totally occluded target lesion was located in the left iliac artery. After an unspecified guidewire cross the target lesion a 7.0x40x135 cm express® ld iliac / biliary stent was advanced up the right iliac artery and over to the left iliac artery but it could not cross the lesion. The physician pulled the stent back and it was noted that the stent partially came off from the balloon. The procedure was completed with a non bsc device. No patient complications were reported and the patients status was fine.

Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the right iliac artery. The totally occluded target lesion was located in the left iliac artery. After an unspecified guidewire cross the target lesion a 7.0x40x135 cm express® ld iliac / biliary stent was advanced up the right iliac artery and over to the left iliac artery but it could not cross the lesion. The physician pulled the stent back and it was noted that the stent partially came off from the balloon. The procedure was completed with a non bsc device. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. There were no issues noted with the profile of the stent. The distance from the inside of the distal markerband to the stent and the distance from the inside of the proximal markerband to the stent is within specification. No issues were noted with the profile of the device¿s tip. The tip outer diameter was measured using a digital snap gauge and is within specification. The working length of the catheter was measured using calibrated ruler and is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).